Event description:
The report suggests a leak occurred during clinical use. No additional information available. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The customer¿s report that leaking occurred was confirmed. Functional testing confirmed the customer's report as fluid was observed to be leaking from a pin hole in the silicone tubing level with the shoulder of the upper pumping segment component. The root cause of the customer¿s experience was not identified.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The report suggests a leak occurred during clinical use. No additional information available. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.